Event description:
The customer called in about an error code that he received on his meter. While troubleshootuing, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.